Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One companion sample was returned to the plant for evaluation. The reported condition was not confirmed. Therefore, an assignable root cause could not be identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4) is open to address leaks related to cracked or broken three-way elcam polysulfone stopcocks. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter, an unknown quantity of elcam 3-way stopcocks in which leaking was detected. According to the report, the stopcocks are being used to deliver anesthesia drugs during surgery once in a while leakage is observed coming from the stopcock lever. These stopcocks are normally used in conjunction with alaris smartside infusion sets (product code: 72023e); however, the reporter did not think the alaris sets had anything to do with the malfunction and they worked fine. The customer stated that the problem "has been happening off and on for the past month or so." The conditions occurred right after initiating patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.